Event description:
Patient underwent robotic tka. Drill bit broke off during the case. Surgeon was able to retrieve 2 pieces of broken drill bit, 3rd piece was left in as it does more harm than good. Post-op x-ray negative. FDA safety report ID# (B)(4).